Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the device delivered 8 electric shocks for atrial arrhythmia with rapid ventricular response (rvr), exhausting therapy. The patient was hospitalized, no additional adverse patient effects were reported. This device was subsequently explanted due to therapy upgrade, without allegations, and returned for analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the device delivered 8 electric shocks for atrial arrhythmia with rapid ventricular response (rvr), exhausting therapy. The patient was hospitalized, no additional adverse patient effects were reported.